Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the patient's sleeper site was accessed on (B)(4), 2012 and a new abutment was placed.the device is not available for analysis.this report is filed (B)(4) 2013. Device is not available for analysis.